Event description:
Event description guidant received information that this reliance lead had dislodged from this patient's ventricle three days post implant. The lead was explanted and successfully replaced with an active fixation lead. No other adverse events have been reported.